Event description:
On (B)(6) 2010, a patient was implanted with a gore propaten vascular graft for av access in the arm. It was reported to gore that a portion of the patient's finger was amputated due to thrombosis prior to 30 days of implant. It was stated that the patient developed heparin induced thrombocytopenia (hit) two weeks after implantation. The patient was administered 5000 iu of heparin intraoperatively. The platelet count decreased greater than 50%. The graft was left implanted and tied off and the patient is doing fine.